Event description:
Complainant alleged that the medics were attempting to monitor a male pt (age unk) suffering from chest pains, but rec'd a "check electrodes" message on the device screen. The medics checked all connections, but still rec'd the same message. The medics then changed the device cable, but again, they rec'd the same message. The device screen failed to display the pt's ECG. The medics were able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.

Manufacturer narrative:
The device was evaluated by the zoll medical technical service department. The reported error message of "check electrodes" was not duplicated. During device testing and evaluation another error message, "ECG lead off" was noted. The cause of this error message was determined to be that the competitive brand electrodes were not keeping contact with the skin. This was duplicated by the service technician attaching the electrodes to himself and attempting to monitor his ECG rhythm. The unit was tested and was found to exhibit an error message, which was not related to the reported fault. The unit was repaired and was returned to the customer.